Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (no suction). Replaced worn fingers on complete pressure adjusters with tip replacement kits as identified in the investigation to address the reported issue. Also removed broken screws from stand-offs on sub'd connector. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Possible root cause for the user to experience the reported failure could be due to fair wear and tear as the device is approximately 12 years old and could¿ve seen heavy use in the field. A review of the depuy synthes mitek complaints system revealed no other complaint for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fms duo pump code 284590 serl# (B)(4), no suction, noticed on (B)(6) 2017 and confirmed again today (B)(6) 2017. Additional information reported by the sales rep via phone on (B)(4) 2017 that the fms duo pump had no suction during the case. The case was completed by hooking it up to wall suction. There were no patient consequences or delays.